Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Per the complaint information, the cause of the alarm is due to air being sucked into the disposable because the supply bag fell and became disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 2 of 4. The technical service representative (tsr) assisted the home patient (hp). The hp states the supply bag fell off the table and disconnected. The tsr instructed the hp to end therapy and start over with all new supplies or do manuals tonight and call her nurse. The tsr assisted the hp to end therapy. Product surveillance attempted to contact the nurse on (B)(6) 2011. There was no answer; however, a detailed message was left to notify the nurse of the event. (B)(4) advised the nurse to call should she have any questions. No further information is available. No patient injury or medical intervention was reported.